Event description:
It was reported via repair work order that the siderail was not locking in up position due to damaged siderail latch and latch was exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.